Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device having intermittent power could not be confirmed. However, during evaluation, it was determined that the device had no power (did not function), sticky triggers, worn coupling head, and corrosion on internal components and electric motor. The assignable root cause was determined to be due to wear and failure to follow cleaning, sterilization and/or maintenance procedures per the directions for use. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the small battery drive device had intermittent power. During an in-house engineering evaluation it was observed that the device had no power (did not function), triggers were sticking, coupling head was worn, corrosion on internal components and electric motor. There was no delay due to a planned surgical procedure and a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.